Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good condition with scratched screen. The review of event found 7 "battery depleted alarms" recorded. Functional testing included use testing. The pump was powered on and it gave the "battery depletion alarm" with constant alarm. During further investigation the pump was opened and it was found the motor current measured greater than specification. Based on the history log evidence, the complaint was confirmed. The root cause of the event could not be identified.

Event description:
Information was received indicating that this ambulatory infusion pump gave 'battery depleted alarm'. It was also reported that the pump's screen had some scratches. No adverse effects were reported.